Manufacturer narrative:
Patient age reported as between (B)(6) years. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of the tibia shaft on (B)(6) 2018, two (2) separate inserters for titanium elastic nails broke during nail insertion. Fragments were generated but removed. Procedure was completed successfully with a delay of approximately 10 minutes. Patient status reported as stable. Concomitant devices: titanium elastic nail (part unknown, lot unknown, quantity 1). This report is for one (1) inserter for titanium elastic nails. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: visual inspection of the returned device performed at customer quality confirmed the condition of device breakage, which agrees with the reported complaint condition. The plastic handle has broken transversely approximately 5mm from the proximal end of the handle and there are pieces missing. There are two portions of the handle still remaining on the internal shaft. DHR review: the returned device was manufactured in november 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Document/specification review: the inserter for titanium elastic nails (359.219) is a reusable instrument used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless-steel elastic nails (sten). The inserter is also used in end cap insertion and removal. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: further dimensional inspection was not possible due to the assembled condition of the device. Material analysis: a material confirmation from the time of manufacture could not be reviewed during this investigation because only top level of the device history record reviewed as sub-components are not lot tracked. Conclusion: a definitive root cause for the handle breaking could not be determined based on the provided information. The most likely causes are rough handling or errand hammer blows. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part: 359.219, lot: 9564239, manufacturing site: haegendorf, release to warehouse date: 09.nov.2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.